Event description:
Reportedly, the pt suffering from necrosis of his 2 feet with occlusion of the superficial femoral artery died from a cardiac arrest, despite resuscitation and external cardiac massage. Reportedly, patient death is not ICD related. However, the physician requested explanations about the lead impedance changes (whether they occurred before or after the death) and about the shock delivered after the death (shocks were still set to "on" and noise were detected like a vf). The device was returned for analysis.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the united states; however, it is similar to paradym crt models approved under p060027. Analysis is pending.